Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed. There was blood on the distal conductor of the lead and it was obstructed.

Event description:
It was reported that the left ventricular (lv) lead was partially removed and replaced due to high and unstable thresholds, no capture, and high impedance. The physician noted a crush fracture at the tie down sleeve. The remnant was not removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949-65 lead, implanted: (B)(6) 2005; 5076-52 lead, implanted: (B)(6) 2005. (B)(4).